Event description:
Additional information received reported that the ¿nonfunctioning sacral nerve stimulator¿ for the bladder was explanted. The explant date was unknown and it was unknown if the device was to be returned to the manufacturer. It was reported that the patient did not require hospitalization. No patient symptoms were reported.

Manufacturer narrative:
Product ID 3889-28 lot# v205393, implanted: 2009 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported, the patient¿s device was being explanted the date of this report because, the patient wanted the device explanted. It was noted, the patient had been having problems with it lately. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.